Event description:
It was reported the unit does not capture consistently. Follow-up attempts could not determine if there was any patient involvement at the time of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The keyboard, side bail covers and ring cover were found to be contaminated.

Event description:
It was reported the unit does not capture consistently. Follow-up attempts could not determine if there was any patient involvement at the time of the event. Additional information was subsequently received stating the device was not attached to a patient when the event occurred.